Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient reported obtaining a blood glucose result of "552 mg/dl" with the subject meter. The patient does not take medications to manage his diabetes and continued to follow his usual diabetes management routine. The patient did not specify any symptoms developed; however, late evening on (B)(6) 2012 and early morning on (B)(6) 2012, the patient alleged he was administered a glucagon injection as treatment. The patient reportedly obtained a blood glucose result of "63 mg/dl" with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have his testing supplies to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was administered treatment for an acute complication of diabetes by another individual after the alleged meter issue began.